Manufacturer narrative:
(B)(4). The pressurewire was returned to our sjm product surveillance laboratory for analysis. The product was visually examined. During evaluation the wire and core wire were broken at the joint of the proximal part and the distal part, measuring 310 mm from the tip of the radiopaque tip. No functional testing could be performed due to the physical damage. Based on the result of the evaluation performed and the information received, analysis of the returned product confirms that the pressurewire was damaged. A review of the device history record confirmed the device met sjm specifications prior to shipment. The cause for the damage found during analysis could not be conclusively determined. IFU text extracts from pressurewire IFU excessive manipulation when sensor element or tip pressurewire is located in sharp bend may cause damage or tip fracture. Torqueing pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. Never push, withdraw or torque pressurewire if it meets resistance.

Event description:
While using a pressurewire certus for ffr measurement, the distal end of the pressurewire got stuck in the common femoral artery (cfa). The torque movement could not be transmitted, and additional force was applied to pass through the cfa. In the process, the pressurewire was broken 31 centimeters from the distal tip. The pressurewire was removed from the patient's blood vessel by using a 7fr sheath, micro-catheter and snare catheter. It was reported that no fragment of the pressurewire was left in the patient. The procedure was aborted without using another pressurewire.